Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high at 400 mg/dl. Customer's current blood glucose is 379 mg/dl. Customer treated with a bolus and stated that the high blood glucose started this morning. Troubleshooting was performed and customer did not find a bent cannula. Customer stated that she is tired and does not want to change the infusion set. Customer stated that she is tired. Customer does not let the insulin sit to get to room temperature. Customer cannot get out of the rewind screen. Customer stated that when she tries to fill the tubing, the numbers never show up when the insulin starts to come out. Customer stated that she never got any alarms before this and just had high blood glucose this morning. Customer wanted to change out the reservoir and insulin and try it over but her insulin was in the fridge. Customer decided that she will call back when the insulin is at room temperature.